Manufacturer narrative:
Patient weight and ethnicity: unknown/no information. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that the intraocular lens (iol) was explanted because it malfunctioned. The replacement iol is model zcb00 and the same diopter. No details regarding the type of malfunction were provided. The customer subsequently clarified that there was no incision enlargement, sutures or medical intervention. The patient¿s daily activities are not affected. Reportedly, the symptoms manifested from day one of the implant and the patient outcome is reported as unknown. Product for this return is not coming back. No further information was provided.